Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Resistance testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement; however, based upon the clinical observations and the laboratory findings, it is believed that the body fluid inside the helix housing caused the irregularity in helix function.

Manufacturer narrative:
The ra lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---

Event description:
Boston scientific received information that one month after this right atrial (ra) lead was implanted, the ra lead was not capturing in the atrium. An x-ray was performed and confirmed that the ra lead had dislodged. A revision was performed to reposition the lead; however, the physician was unable to extend the helix. This ra lead was explanted and successfully replaced. No adverse patient effects were reported.